Event description:
It was reported that the implant (laminar hook) broke during final tightening. It was further reported that the surgeon was not able to use the counter torque wrench during final tightening of the laminar hook due to space limitations. A new hook was implanted successfully without using the counter torque wrench. The patient did not sustain any negative outcomes related to this event.